Manufacturer narrative:
Device power up properly after battery installation. Device passed displacement test and active current measurement. Device received pump error 75 during self test, failed sleep current measurement and received unexpected battery power loss due to corroded electronic assemblies. Power connector plug in and locked in place properly. No blank display anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was shut down after taking shower. Customer noticed some moisture condensing behind the screen. Customer reported that there was a battery error. Customer stated that the problem was resolved by changing new batteries. No harm requiring medical intervention was reported. The device will not be returned for analysis.